Manufacturer narrative:
The device will not be returned for analysis as it has been discarded; however, an investigation of the reported event is in progress. Once investigation is completed, a supplemental report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 1822565-2017-01543 and 001544).

Event description:
It was reported that during intramedullary femoral fixation procedure, the reamer came apart while reaming. The pieces were all removed from the patient, and the procedure was completed with another reamer. No additional patient consequences were reported.

Manufacturer narrative:
The device was not received for evaluation, thus the reported event was not confirmed. No product was returned for review. The device history records were reviewed and no discrepancies were found. A review of the complaint history determined that no further action is required. The devices had potential field histories of approximately 10.5 and 12.5 years respectively. The root cause was unable to be determined.